Event description:
It was reported that a 6f angio-seal vascular closure device vip was selected for use. A pre-deployment angiogram was taken and the angio-seal was deployed without any problems. The next day the patient felt a pop in the groin and there was swelling. The patient presented back where an ultrasound scan was performed and a pseudoaneurysm was diagnosed. No treatment was prescribed and the patient was sent home that same day.

Manufacturer narrative:
No product was returned. Review of the device history record has not been completed at this date. A follow-up medwatch will be submitted upon completion of the device history review. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal has been placed. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.